Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the catheter would not provide blood return immediately after placement. The line was pulled back and still no blood return. It was reported the midline was placed in a large, right basilic vessel. No difficulty during insertion. The line flushed easily and was primed before insertion with no leaking noted. A new kit was opened and the user did an over-wire catheter exchange, and like before there was no blood return once inserted, despite receiving blood return when dilating. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the catheter would not provide blood return immediately after placement. The line was pulled back and still no blood return. It was reported the midline was placed in a large, right basilic vessel. No difficulty during insertion. The line flushed easily and was primed before insertion with no leaking noted. A new kit was opened and the user did an over-wire catheter exchange, and like before there was no blood return once inserted, despite receiving blood return when dilating.no patient injury or harm reported. The patient's condition is reported as fine.